Event description:
It was reported the physician accidentally cut the pt's lead during an ipg procedure. The lead was explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.